Manufacturer narrative:
Integra has completed their internal investigation 07/10/2015. Eval results: the catheter appears to have been inserted into the patient. Particulate matter that most likely dried blood was present on the catheter and sutures was tied at the silicone tubing. The catheter was slightly bent at adjacent to the sutures. The customer complaint "icp value was unstable (fluctuating randomly)" could not be duplicated. The catheter was found with a separated signal fiber. The customer returned catheter serial number (B)(4), it is belonged to lot 305000289553, mfg date was on november 20, 2013, and will be exp on october 31, 2016 batch history record lot 305000289553 indicates that the catheter met requirements before released to finished goods. Complaint history, model 110-4xxx, from may-2014 through may 28, 2015 reviewed, a failure rate percentage (B)(4). Conclusion: the reported customer complaint could not be verified. The returned catheter was connected to a monitor for functional testing and did not meet functional criteria. The root cause of the catheter becoming non-functional is fiber breakage towards the catheter distal end. The root cause of the reference signal optical fiber breakage is not known it was not reported by the customer whether the catheter was functional prior to experiencing issues, therefore the end user cannot be excluded as the cause of the optical fiber breakage.

Event description:
It was reported that a 1104g subdural post craniotomy icp monitoring catheter fluctuated during use. The catheter was replaced and the values stabilized.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.